Manufacturer narrative:
(B)(4). The patient was born in 1967. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics (route, dose, frequency, and duration not reported) for peritonitis. On an unreported date, the patient's peritoneal dialysis catheter was removed and patient was switched to hemodialysis. Five days after admission to the hospital, the patient recovered from the event and was discharged from the hospital. No additional information is available.